Manufacturer narrative:
(B)(4). Date sent: 2/9/2026. D4: batch # a98c3p. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure when opening the product, the sterile packaging was adhered to the inside of the box. The device was not used due to sterility concerns. There was no surgical delay. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 3/23/2026. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device was returned with not apparent damage and along with its battery pack outside the packaging. In addition, the device was returned inside the opened packaging. Upon visual inspection, it was noted that the tyvek was returned delaminate. However, the seal area on the tyvek and blister was noted to be in good condition without damage. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique; however, no conclusion could be reached as to what may have caused this condition. The event could not be confirmed since no findings were observed that would indicate that sterility had been compromised. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device lot a98c3p, and no non-conformances were identified.